Manufacturer narrative:
(B)(4)

Event description:
Customer called to report a leak from the unicel dxc 800 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer discovered fluid underneath reagent probe b. On the same day, the field service engineer (fse) inspected the instrument and found liquid underneath the wash collar vacuum valve's diaphragm, which was what caused the piston to rust. The fse also noticed a small tear in the diaphragm. The fse then replaced the vacuum valve and asked customer to run all quality controls to verify that the services performed effectively resolved the instrument issue. Customer stated no harm to patients or instrument operators.